Event description:
In 2006, physician reported a conceptus sales representative he had a patient who had multiple infections requiring IV antibiotics post essure placement. A conceptus representative spoke with physician 17 days later. He stated there were no problems at the time of placement and athe patient did well until 6-8 weeks post placement at which time she presented with the "classic pid picture" including pelvic pain and fever. She was hospitalized for IV antibiotics and her symptoms resolved within 3-5 days. She returned again a few weeks later with identical symptoms and was again treated with IV antibiotics. Gc/CT cultures were negative, vaginal cultures were negative, but urine culture grew enterobactercloacae. She was treated for this infection and referred to a urologist to determine if her recurrent symptoms were bladder related. The urologist did not think her symptoms were gu related. Patient did not have a history of pelvic pain prior to essure placement, but has a complicated gi history incuding colectomy for gastroparesis. Pathology report from the hysterectomy showed adenomyosis. Dr. Harle states he expected to see "chronic endometritis" because of her recurrent infections and pain. Patient's symptoms have completely resolved since her hysterectomy.